Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported noticing a kinked cannula while treating a high blood glucose level. Customer stated that the insulin pump never alarmed no delivery. Blood glucose level was 250 mg/dl at the time of the call. Customer also stated that he was hospitalized for diabetic ketoacidosis several months prior to the call. Customer stated that the diabetic ketoacidosis occurred as a result of a bent cannula. No further information was provided.